Event description:
It was reported that the patient ¿did good¿ the first three nights she was implanted and did not have to use her ¿adjustable bed¿. The patient however accidentally pressed the sync key on the patient programmer and ¿had never felt that stimulation¿ afterwards. The patient subsequently experienced a loss of therapeutic effect with symptoms of loss of bladder control. The patient then used her ¿adjustable bed¿ and ¿peed from the time she got off the bed until she got into the bathroom and had to change clothes 3 times¿. The reporter indicated that so far, the device had made the patient constipated. At the time of the report, an attempt was made to sync with the device using the antenna but the poor communication screen was continually displayed. It was noted that the patient still had bandages. After the sync was successful, it was indicated that the patient was on program 4 at 2.5v and the device was on. The patient ¿did not feel stimulation where she had been feeling it¿. It was noted that the patient was starting to feel some stimulation close to her vagina, whereas she had been feeling it in her rectum previously. Four days later, it was reported that the patient was ¿peeing all the time¿. Before the implant, the patient ¿would wipe bowel movements after peeing¿. The patient was however constipated and had to take miralax, was drinking prune juice and ¿all kinds of things¿ for the constipation. The device was reportedly working for the bowel movement problem but the patient was still having a lot of urinary incontinence which was why the device was implanted. The reporter indicated that the patient ¿felt sensations¿ initially but hadn¿t felt stimulation ever since the sync button was pressed. It was confirmed that stimulation was on at the time of the report. It was noted that the patient was scheduled for an appointment with her healthcare provider the following week. Refer to manufacturer's report # 3004209178-2013-16027 for additional patient and device information.

Event description:
When contacted for follow up information, the healthcare professional (hcp) reported that the patient was seen on (B)(6) 2013 and there was ¿no event¿. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant: product ID 3037, (B)(4), product type programmer, patient product ID 3037, serial# (B)(4), product type programmer, patient product ID 3889-33, lot# va04w3k, implanted: 2013-(B)(6), product type lead. (B)(4).